Event description:
It was reported that during an unknown procedure, the scrub nurse used a swab to clean the jaws of the device and the inactive clamp arm came loose and detached from the shear. The case was completed with a same like device. There were no adverse consequences reported for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.